Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and dispatched a philips technical consultant (tc) onsite. The tc reviewed the logs and reported alarms were present confirming the device was working to specification. No further investigation or action is warranted at this time.

Event description:
It was reported the system was not alerting for extreme high red alarms; however, there were heart rate yellow alarms. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.